Manufacturer narrative:
(B)(4): explant of an intraocular lens and ''unhappy with visual outcome''.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection revealed that the iol received was torn, most probably caused by the explant procedure. Visual inspection using a microscope at 12x magnification showed the lens to be identified as tecnis multifocal acrylic 1-piece intra ocular lens because of the presence of a diffractive ring pattern on the optic. The lens optic is damaged and scratches are present. Considering the condition of the lens requested methods of diopter and optical measurement cannot be performed. A review of the manufacturing records showed no deviations or nonconformities. The documentation shows that the production order was manufactured according to specifications. The lens diopter result obtained from the stored electronic data in miq (measuring iol quality) system performed when this specific lens serial was measured for diopter verification, showed that the serial number met optical property inspections. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the left eye of a patient in a secondary procedure owing to visual indifference and the patient being unhappy about their visual outcome. The iol was replaced with a z900200200 lens (serial number: (B)(4)). No further information has been provided.